Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16907886/17561342.

Event description:
It was reported that the patient underwent an scs explant procedure for an unknown reason. The explanted devices were not returned. No further information could obtained.